Event description:
A hospital in (B)(6) reported that the adhesive on the optiflow junior interface wigglepads was not sticking well to the infants' faces and that they often have to replace with duoderm and flexi tape.

Manufacturer narrative:
(B)(4). Fisher & paykel did not receive a cannula for evaluation. Without a device we were unable to determine whether there was an actual defect with the adhesive on the wigglepads. Additionally, this is the only complaint of this type that we have received for the optiflow junior cannula. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Our user instructions that accompany the optiflow junior nasal cannula contain the following instruction with regard to placing of the wigglepads: ensure skin is dry/prepared. Additionally the optiflow junior nasal cannula fitting guide contains the following statement: ensure infant's skin is clean and dry. Follow your hospital's protocol for skin preparation. Fisher & paykel healthcare maintains a close supervision of this product and its behavior in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.